Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, an evaluation could not be performed. Medical records review: patient had a vena cava filter deployed without incident, for history of pe. Approximately five and a half years post filter deployment, a CT scan of the abdomen demonstrated a detached filter limb embedded in the ivc wall. Approximately six and a half years post filter deployment, an attempt was made to retrieve the filter. Fluoroscopy demonstrated a tilted filter with the apex embedded in the ivc wall and a detached limb embedded in the ivc wall. Despite multiple attempts made with a recovery cone, the filter could not be retrieved. The filter and detached limb remain implanted. The patient was hemodynamically stable at the conclusion of the procedure. Per the medical records available for review, the ivc filter has not been removed. No other pertinent patient, device or medical information was provided in the medical records received. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not returned. A vena cava filter was deployed for a history of pe. Five years and six months post filter deployment, a CT scan demonstrated a filter limb to be detached and embedded in the ivc wall. One year later multiple attempts were made to retrieve the filter however it could not be removed. Fluoroscopy demonstrated the filter to be tilted with the apex embedded in the ivc wall. The detached filter limb also remained embedded in the ivc wall. Based on the medical records, the investigation can be confirmed for a tilted filter, detached filter limb, and removal difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information medical records received and reviewed. A vena cava filter was deployed without incident, for history of pe. Approximately five and a half years post filter deployment, a CT scan of the abdomen demonstrated a detached filter limb embedded in the ivc wall. Approximately six and a half years post filter deployment, an attempt was made to retrieve the filter. Fluoroscopy demonstrated a tilted filter with the apex embedded in the ivc wall and a detached limb embedded in the ivc wall. Despite multiple attempts made with a recovery cone, the filter could not be retrieved. The filter and detached limb remain implanted. The patient was hemodynamically stable at the conclusion of the procedure.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five and a half years post filter deployment, a computed tomography scan of the abdomen demonstrated a detached filter limb embedded in the inferior vena cava wall. Approximately six and a half years post filter deployment, an attempt was made to retrieve the filter. Fluoroscopy demonstrated a tilted filter with the apex embedded in the inferior vena cava wall. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and eight months later post filter deployment, a computed tomography scan of the abdomen demonstrated a detached filter limb embedded in the inferior vena cava wall. After ten months, an attempt was made to retrieve the filter. Fluoroscopy demonstrated the filter was tilted with the filter apex embedded in the inferior vena cava wall. Venacavogram was performed which showed evidence of a bard g2 inferior vena cava filter. No filling defect was seen within the filter to suggest thrombus. The apex of the filter appeared to be incorporated into the anterior wall the inferior vena cava. There was a large amount of residual radiopaque material within the transverse colon which obscures optimal visualization of the inferior vena cava filter in the anterior posterior projection thus requiring extensive cranial caudal angulation and an oblique angulation to see the filter apex. The patient also had extensive posterior changes of the upper abdomen with evidence of a lap band device. A bard recovery cone inferior vena cava filter retrieval set was used. This was then advanced down to just above the apex of the inferior vena cava filter. Portions of the inferior vena cava filter were able to be grasped with the recovery cone device however the apex of the filter could never be centrally grasped over the sheath in order for filter removal. Using a french berenstein catheter and stiff glidewire the catheter and guidewire were negotiated into various positions around the apex of the inferior vena cava filter in order to attempt to grasp the apex of the inferior vena cava filter however it could never be successfully centrally grasped in order to over sheath the filter for removal. Following 24 minutes of fluoroscopy time it was elected to terminate the procedure. Repeat inferior venacavogram was performed through the 10 french sheath demonstrating no significant interval change in morphology or positioning of the inferior vena cava filter. The patient tolerated the procedure well. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.